Event description:
While putting the frs screw in, the tip of the screwdriver broke and they are unable to get it out. It remains in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.